Event description:
It was reported that during implant this device went into back up mode. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of hard reset was confirmed in the laboratory and was due to the power-on reset. The power on reset might have been due to the electrocautery or external defibrillation. Ate test demonstrated the device hv system has been damaged. The cause of the hv circuitry damage was not determined.